Event description:
Pt reported that the pump no longer makes any sound for alarms.

Manufacturer narrative:
The pump was returned for eval. During the eval a damaged connection to the piezo was identified.